Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Reportedly, customer pressed the wake button with more force and the button functioned as intended. Customer's blood glucose (bg) was 250 mg/dl. Additionally, it was reported that the customer experience low bg of 44 mg/dl. Customer addressed bg with milk, glucose tablets, and grapes. Recommendation was made by tandem technical support to consult healthcare provider.